Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. Additional information: a batch review cannot be performed since there was no lot number provided.

Event description:
The facility contacted baxter canadian technical services to report an elcam four way large bore stopcoke (elcam polysulfone) that would "not rotate on the ends of the luer lock." The malfunction was reported to occur during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.